Event description:
The customer reported the ventilator alarmed due to low oxygen supply pressure. The customer reported the device was in use on a pt and there was no pt harm. Loss of the oxygen source can be detrimental to a pt if this type of event occurs during use. The biomedical engineer evaluated the unit but could not duplicate the reported problem. The unit is now back in service.